Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty maintaining blood glucose in range over several hours following a high-carbohydrate lunch and subsequent meal announcements that led to corrective insulin delivery and further decreases in glucose; the user consumed milk, banana, apple with peanut butter, yogurt, and four glucose tablets, recalibrated the ilet three times, later announced a reduced dinner for a bowl of yogurt, and confirmed 0.52 units of insulin on board before pausing insulin for 45 minutes per guidance. Symptoms included hypoglycemia with persistent low glucose readings and gastrointestinal discomfort from corrective carbohydrate intake. Outcomes included user-directed temporary suspension of insulin delivery for safety and planned follow-up with clinical support. Investigation included review of device data via the bionic report and confirmation of insulin-on-board status and recent automated insulin suspension. Investigation of this case revealed corrective insulin and meal announcement mismatch likely contributed to hypoglycemia, with no device alarm indicating ongoing insulin delivery after the noted time. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.